Manufacturer narrative:
This report is submitted on april 05, 2017.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was treated with oral and topical antibiotics (date and duration not reported). However the issue could not be resolved, subsequently, the patient's device was explanted on (B)(6) 2017.